Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the device was sounding an audible alarm without providing an error message on the screen. However, upon receipt, it was noted that a wire on one of the external temperature probe cables was broken, which prevented the unit from reading the external temperature from the probe. The disposable set was not returned for investigation, however, the retain sample of the lot number provided was reviewed and nothing notable was observed. We will continue to contact the user facility for further details about the incident. Without additional information, it is difficult to determine what occurred in this case. There was no patient injury reported. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "during case an audible alarm continuously sounded without providing error message on screen. Temperatures, pressure and flow rate all remained stable while alarming. This occurred routinely during machine periodic re-prime and randomly throughout procedure."